Event description:
It was reported on (B)(6) 2016 that the patient is referred for a full replacement due to high lead impedance and decreased battery. Clinic notes dated (B)(6) 2016 were received. The notes state that the patient's current generator impedance is >10,000 ohms. No surgical intervention has occurred to date.

Event description:
The patient had a full replacement on (B)(6) 2016. The reason for the generator replacement was ifi-yes and high impedance. The pre-op diagnostics showed impedance 62;10,000 ohms. The explanted devices were discarded and are not available for analysis.